Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported physician that customer was hospitalized due to diabetic ketoacidosis. The current blood glucose reading is 395 mg/dl. The blood glucose reading at the time of the event was 725 mg/dl. Customer stated that when she woke up, a no delivery alarm occurred. The blood glucose reading was 535 mg/dl. Customer was not feeling well and decided to go the hospital. During troubleshooting, manual prime is correct. The insulin exits the tubing. High pressure test passed. Time and date are correct. Programming is correct. Customer requested a replacement. The insulin pump will be replaced. Nothing further reported.